Manufacturer narrative:
A2: age: 78, sex: male. D2a: common device name: catheter, urological. E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: united states based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005471919.

Event description:
End user reports "he has been cathing 3-4 times a day for the last 4.5 yrs. He was used to using the bard magic 3 go for the last 3.5 years however, it was recalled/ unavailable so in (B)(6) 2023 his supplier sent him a shipment of these ultra catheters. He said they were very hard for him to keep his hand on the smaller length gripper compared to what he was use to using. Hard for him to hold onto as he would place them into his urethra to drain his bladder. Often, he would slip despite "trying his best not to touch it" and his hand would touch the catheter and contaminate the catheter while inserting. He said his previous catheter had a longer sleeve about 1.5 inches long that was easier for him to hold onto. He said he normally gets utis about 1-2 x a year even with other catheters. He said 3 days after using this ultra catheter for the first time in (B)(6) he started having his usual uti symptoms of urgency, frequency, "flu-like symptoms of low grade fevers 100.4f", chills, cloudy urine. He went to md and they did urine testing and it was deemed he had a uti was given levofloxacin and within a few days his symptoms were gone. Again this month in (B)(6) 2023, at the beginning of last week he had another his second uti with the same symptoms while regularly using these catheters. He did the same as he did in feb. He got repeat urine testing at md office and again placed on another round of levofloxacin which cleared his symptoms in a few days. He feels his symptoms have resolved as of today. He always makes sure to wash his hands prior to cathing, cleanses his meatus with antibacterial soap prior to insertion of catheter. He does not suffer from constipation." Note: a separate case has been created to address the uti the end user experienced in (B)(6) 2023.